Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal strut damage; struts were stretched and pulled from the crimped profile in a distal direction, some struts were pulled over the distal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system.. A visual and tactile examination of the shaft polymer extrusion found no issue with the profile. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-july-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed 32mmx2.75mm, eccentric, de novo target lesion contained a lesion bend of <=45 was located the mildly tortuous and mildly calcified left anterior descending (lad) artery. The a 2.75 x 32 synergy drug-eluting stent was advance but failed to cross the lesion. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent was damaged.